Event description:
After limb was placed & final run was taken- a visible leak was noticed at the bifurcation of the graft. Surgeon ballooned. Repeated angio. Leak was still present. Surgeon then placed a 15x100 limb at the gate to realign existing limb & the leak resolved. Patient outcome - "patient went home. No other issues."

Event description:
After limb was placed & final run was taken- a visible leak was noticed at the bifurcation of the graft. Surgeon ballooned. Repeated angio. Leak was still present. Surgeon then placed a 15x100 limb at the gate to realign existing limb & the leak resolved. Patient outcome: "patient went home. No other issues".